Manufacturer narrative:
Upon completion of the investigation it was noted that the with onsite technical support that on january 25th 2016, we were asked by the sr. Qa analyst to review this problem. Additional information was received from sales leadership: ¿also found out this pump is connected to an old medtronic catheter and this may be the problem as the catheter may have a partial kink or blockage of some sort. It is flowing consistently at around 5mls per day instead of the 6mls per day that is programmed.¿ the field support senior engineer proposed to ensure the fls was working properly; the volume injected in the pump reservoir shouldn¿t be different from the corresponding fls indicated volume, obtained with a pump interrogation. In order to confirm this, it was also necessary to analyze the transaction logs. It was confirmed that the small amount of drug in the pump at that refill was because the physician was not holding enough pressure on the plunger and the backflow caused a loss of drug before it could be injected into the pump. The transaction logs related to pump serial number (B)(4) were sent to (B)(4) on january 25th and were analyzed. However, some logs were missing and it was not possible to calculate the flow. Logs corresponding to the pump interrogation before the refill were asked in order to know the remaining volume in reservoir before refill. These logs received on the 16th march 2016. The provided transaction logs of the pump (B)(4), from (B)(6) 2014 to (B)(6) 2016, were analyzed: discrepancies were noted between the volume calculated based on the programmed flow rate and the volume measured by the fls (written on the transaction logs). All transactions have shown a constant volume difference of around 20%, in comparison with the expected value based on the programmed flow rate. Conclusion: the complaint was confirmed based on the transaction log analysis. The device history record of product code 91-4201us, lot cnmcr4; serial number (B)(4) was reviewed and confirmed that the product was conformed to the specifications when released on november 21st, 2012. The sample was not returned for evaluation; the pump is still implanted as the patient is stable and feeling well. At this time this complaint is considered to be closed. Should additional information be provided, or should the product be returned, this complaint will be reopened and the product or information will be evaluated. Device not available.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Could you please open a complaint for a medstream patient who's pump is slow flowing. The physician who refills the patient would like to see if we have an explanation for this. It has been consistent and the patient is doing fine but it is not flowing at the calculated rate.